Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. The ventilator had failed all tidal volume tests from the ltv final test. Internal inspection revealed an unknown contaminate inside the ventilator. Further inspection also revealed an unknown contaminate inside the turbine assembly. It is recommended that the turbine assembly be replaced to correct the reported problem.

Event description:
It was reported that the ventilator volumes measured seemed to be accurate but the patient insisted that not enough air was being delivered. The patient's sats dropped every time he was connected to the ventilator. The rt had verified that the ventilator had a low pressure alarm condition. The patient was placed on a back up ventilator with no patient harm reported.